Event description:
It was reported that the physician struggled to insert the lead. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found.